Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The primary failure of insulation damage was found to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley with no material missing. Electrical continuity was tested and passed. The root cause is attributed to a component failure. Failure analysis found the secondary failure of scratch marks/abrasion to be related to the customer reported complaint. Upon visual inspection, the instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. The scratch marks/abrasion found on the yaw pulley were aligned with the insulation damage on the conductor wire. Root cause is typically attributed to mishandling / misuse. A review of the instrument log for the fenestrated bipolar forceps instrument (pn# 471205-17 / lot# n10210225-0355) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk4399 for approximately 45 minutes. This procedure occurred on the 4th use of the instrument. No additional complaints related to this product or event were identified. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument was found to have insulation damage on the conductor wire, exposing the internal wires at the distal end with a passed electrical continuity test. The insulation damage has the potential to allow electrical discharge at a location other than intended. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during reprocessing inspection, the fenestrated bipolar forceps was found with a damaged wire. The instrument was functional during operation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.